Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: correction (other remedial action) added. H9 - 1627487/06/02/2017/001-c added. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable after the patient had an unrelated surgery. Further troubleshooting is pending.

Manufacturer narrative:
Correction: section a4 patient weight should have been 185 pounds in additional report 1. This correction is reflected in this additional report 3.